Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the left external iliac stenosis via the right femoral crossover retrograde access, the metallic inner catheter was allegedly found to be broken off in the vessel during retrieval of the delivery system. Reportedly, the broken piece was removed with a snare. The procedure was completed using the same device. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure in the left external iliac stenosis via the right femoral crossover retrograde access, the metallic inner catheter was allegedly found to be broken off in the vessel during retrieval of the delivery system. Reportedly, the broken piece was removed with a snare. The procedure was completed using the same device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was returned for evaluation. The delivery system returned was found in activated condition without stent that reportedly had been deployed inside patient; the inner catheter cardan tube was found broken at the distal end, and the distal end including tip was separately included. Provided images demonstrate patient treatment but the detached distal end of the inner catheter is not visible. The investigation leads to confirmed result for break of the inner catheter cardan tube. A 6fx45cm introducer with an 0.035" guidewire were used for access, reportedly the vessel was not tortuous and not very calcified, and the lesion was pre dilated. The system was correctly held at the stability sheath during deployment, the user did not experience difficulty during deployment, and the guidewire was running smoothly inside the system; a sudden force increase was felt during removal potentially indicating entrapment. The product was used in the iliac artery which represents an off label use. Based on the investigation of the provided information, the investigation is closed as confirmed for break of the inner catheter cardan tube. A definite root cause for the reported event could not be determined. The reported indication represents an off label use. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pre dilation the instruction for use states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under materials required the instruction for use states: '5f (1.67 mm) or larger introducer sheath (¿); 0.014-inch (0.36 mm) - 0.035-inch (0.89 mm) diameter guidewire'. Regarding insertion and removal difficulty of the delivery system the instruction for use states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Holding and handling of the system throughout deployment was found sufficiently described. The lifestent 5f vascular stent system is indicated for the treatment of atherosclerotic lesions in the superficial femoral artery (sfa) and popliteal artery. H10: d4 (expiry date: 10/2025), g3. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.